Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose was over 500 mg/dl at the time of incident. Customer treated with manual injection and changed the infusion site. Customer's current blood glucose level was 499 mg/dl. Customer was assisted with programming the insulin pump. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not activate at the time of incident. The insulin pump will not be returned for analysis.